Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported.   The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be implanted in the ureter on an unknown date. According to the complainant, during the procedure, when they pulled the suture off of the stent, the proximal end of the stent was detached inside of the patient. The detached stent was removed from the patient. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.